Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that a 32100 error occurred against universal surgical manipulator (usm) 1. The site performed a couple of power cycles and an emergency power off, with no change. All x4 usms were needed for the procedure to the case was aborted. There was no patient involvement.